Manufacturer narrative:
(B)(4). The account reported that patient had surgery on (B)(6) 2016 and presented next day with no issues. However, on the (B)(6) was seen for follow up of dlk. Therefore patient was diagnosed with dlk between (B)(6) but exact date is unknown. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patient had surgery on (B)(6) 2016. Presented one day post treatment and was doing well in both eyes. Patient presented with peripheral superior diffuse lamellar keratitis (dlk) at the hinge region that is slightly more inferior in right eye than in left eye. Patient was told to continue predforte every 2 hours while awake over the weekend and to follow up after weekend. Patient was instructed to continue all other drops as planned. The patient returned on (B)(6) 2016 for evaluation and surgeon noticed dlk migrated across the cornea, but it was very faint in both eyes. There was no clumping or heaping of inflammatory cells and her vision was still good at 20/20 in both eyes. Surgeon had the patient continue the pred forte every 2 hours while awake for that day and the next and then to switch 4 times a day. No flap refloat or flap lift was performed.